Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2000 and an unknown mesh was implanted. It was reported that the patient experienced mixed urinary incontinence, urinary urgency, urinary frequency, nocturia, urinary retention, and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2012 by dr. Tomas antonini at williamson surgery center. No additional information was provided.